Manufacturer narrative:
D10 concomitant products: sigpshell, sig power sigpshell control shell, (lot # n5e1757y); egia45ctavm, egia45ctavm egia45 curved vas med sulu, (lot # n5c1986y); sigadaptstnd, sig power sigadaptstnd linear adapter, (serial # (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a prostatectomy, the powered stapler could not be fired. The device was reassembled more than twice, but the stapler was still unable to fire. The stapler and reload were replaced with a manual stapler and a new reload to complete the surgery. No patient complications have been reported as a result of this event.